Event description:
Product analysis for an explanted generator (due to end of service) was approved on (B)(6) 2012. The results of analysis indicated that an end-of-service warning message was verified in the pa lab. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.946 volts, indicating a depleted battery. A review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Test results in the product analysis lab demonstrate that, with the "as-received" internally stored trim values, the recorded battery voltage was lower than the actual battery voltage. Other than the error in the battery measurement the generator is operating within functional specifications. Further manufacturer investigation of the inaccurate voltage measurement identified that due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies (pcba), this generator had been inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy, the voltage measurements performed by this generator was higher/lower than the actual voltage of the battery and would result in a premature or delayed ifi=yes warning message when interrogated with version 8.0 programming software.